Event description:
When using clear care plus according to manufacturer label, I get a burning sensation in my eyes. I wear rgp (rigid gas permeable) lenses; I use the neutralized clear care solution to fill the lens cup and then insert the lenses into my eyes. Shortly thereafter, I get the aforementioned burning sensation, after which I have to remove the lenses from my eyes. The burning sensation subsides about one hour after removal. I have been using clear care plus for approximately 10 years. I had never had a problem with the neutralized solution until I started using the current purchased product (mfg lot # 12w3k). To be sure, I purchased and started using (on (B)(6) 2025) a travel-size version of clear care plus (lot #12xja). I have thus far not had any issues with the travel sized version. Note: I have continued to use the product (with the lot # in question) to perform the disinfecting and cleansing of my lenses. But instead of using the neutralized clear care solution, I use a different saline / wetting agent to fill the lens cups. This so far has not caused any problems or discomfort. Disinfection of corrective contact lenses.